Event description:
It was reported that patient with this right atrial (ra) lead experienced abdominal twitches and also under the ribs few days after it was implanted. Also, patient was informed by the physician that one of the leads was loose and it needs to be reattached. Boston scientific technical services (ts) referred patient to physician. To date, this ra lead remains in service. No adverse patient effects were reported. Additional information indicated that this ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this right atrial (ra) lead experienced abdominal twitches and also under the ribs few days after it was implanted. Also, patient was informed by the physician that one of the leads was loose and it needs to be reattached. Boston scientific technical services (ts) referred patient to physician. To date, this ra lead remains in service. No adverse patient effects were reported.